Event description:
(B)(4).

Manufacturer narrative:
This receiver can not receive patient information on multiple channels. Loaner device sent and return of defective device requested for failure investigation.

Manufacturer narrative:
The org-9110a receiver has signal loss on multiple channels. This receiver cannot receive patient information on multiple channels. The unit was evaluated and the customer's complaint could not be duplicated. All receivers were burned in and tested for an extended period with no signal loss. There was intermittent noise spiking in the spo2 parameter on receivers during testing. All receivers with a newer revision were replaced for precautionary measures. The unit was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.